Event description:
Reporter indicated that a patient underwent revision surgery to replace the vns system lead and generator. The reported reason for the surgery was to replace the lead that was causing high lead impedance on diagnostic testing. Surgeon noted that lead was 'kinked'. Surgeon reported that generator was replaced due to not being in the correct location. X-rays were taken and assessed as normal by the neurologist. The explanted products have not been returned to cyberonics. There was no serious injury reported as a result of the high impedance.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury